Event description:
Device was removed due to infection. No report of meningitis. The device was explanted and returned to the manufacturer for analysis. A follow-up report will be sent when additional information is received.